Manufacturer narrative:
The event was reported to have occurred between (B)(6) 2017. (B)(6). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink valve backflowed. During an infusion with an unspecified solution from a primary bag via gravity, blood backflowed and remained in the set after sealing the tube which lead to no flow situation when infusion was re-started. The device was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.